Event description:
Related manufacturer reference number: 2017865-2023-19763. Related manufacturer reference number: 2017865-2023-19765. It was reported a patient presented with stress and discomfort due to phrenic nerve stimulation. The right ventricular (rv) lead, atrial lead, and left ventricular (lv) lead presented with dislodgement due to twiddlers syndrome; and confirmed via fluoroscopy. All three leads had oversensing and loss of capture. They were all three explanted in a procedure on (B)(6) 2023. Post-procedure the patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.